Event description:
Currently using the medical device dexcom g6 as a continuous glucose monitor for type 1 diabetes I have been using dexcom for over 5 years without any issues. Recently the issues with dexcom have started. What has been happening lately is I insert the sensor , after hitting the button on the applicator the sensor gets stuck in the applicator . The applicator is stuck on my skin and I have to rip the entire thing off. Normally after you hit the button to insert it, the applicator comes off easily. I have to replace the dexcom sensor every 10 days, 10 days ago when I was replacing my sensor, 2 of the sensors got stuck in the applicator and the third one worked. Yesterday when I was replacing it again, 4 applicators got stuck and the 5th one worked, this is extremely frustrating because dexcom only replaces 6 sensors at a time and if another breaks I will not be able to get a replacement and I will be out of a dexcom sensor until my insurance will be able to cover it. FDA safety report ID# (B)(4).